Event description:
The customer reported to olympus during installation, a b30 (scope communication error) was reported on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a b30 (scope communication error). The olympus representative advised the customer to reseat the cables in the back of the unit. Furthermore, the customer was instructed to clean the contact pins with alcohol wipes on the endoscope el connector, apply air into the connection pins in case there was dust on the contact pins. Finally, the customer was instructed to turn the unit off and plug in the scope. The image was now visible on the screen. The customer insisted on sending the unit in for additional testing. The device was returned for evaluation. The reported b30 (scope communication error) was not confirmed. The evaluation uncovered a bad scope socket which needed to be replaced. A non-olympus lamp was installed and was reading at 300+ hours, the light output was measured within range. The main power switch was up to date, the fan was running, and air pressure tested ok. The necessary parts were replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible that b30 error occurred because communication with an endoscope failed temporarily due to faulty scope connector or a foreign material such as dirt and dust adhered to the electrical contacts. Olympus will continue to monitor field performance for this device.